Manufacturer narrative:
The blade subject to this investigation was returned for eval. It was visually confirmed that one tab was broken from the amount of the blade and a section of the cutting end of the blade was also broken. The returned part was measured where possible and all critical specifications were met. Lot number info has not been provided to permit further investigation. The root cause is undetermined.

Event description:
It was reported that during a surgical procedure on the knee, the blade broke at the mount and at the cutting end. It was also reported that the procedure was delayed by twenty minutes as a result of this event. It was further reported that the surgery was completed using another device.